Event description:
It was reported that during preparation, the xience xpedition stent delivery system (sds) was removed from the hoop without resistance or force and upon removal, the shaft between the distal and proximal area, at the skive, separated into two pieces. The device was set aside and not used in the patient's anatomy. Another xience xpedition was used successfully for the procedure. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.